Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
The tray was opened and a piece was broken. Update apr 6, 2016: the picture provided from the sales rep indicates the post is broken on the trial.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer base. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. Although the pieces of the fractured post have not been returned, the complaint form does not state any observations regarding the broken pieces. However, the complaint does state that was no surgery or patient associated with the complaint as the failed component was found during routine inspection of instruments. Therefore, it is concluded that no patient harm has resulted with regard to this complaint. The complaint shall be closed with an undetermined conclusion. The complaint category shall be monitored through the companies trending and post market surveillance activities. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.